Manufacturer narrative:
This product is a pack of four products with part# 6430530, 510k# k143375 and upn (B)(4), which is available for market in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) due to spondylolisthesis at l4/5. Intra-op, the set screw idled during final tightening. The rod of left side was final tightened, and when trying to perform final tightening after the rod of the right side was inserted and compression was performed, the set screw on the right side of l5 idled. The physician judged that cross threading occurred, so the physician attempted to change the set screw to another one, and final tightening was successfully completed. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis results: visual microscopic functional visual inspection of the set screw did not reveal any signs of cross threading but the female hex of the screw has been damaged and stripped out. Microscopic examination confirmed the hex eges have been deformed and rolled over. Functional evaluation with a sample mas confirmed the set screw was able to be threaded intot the screw . This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.